Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed at the time of the complaint submission. Potential causes of infection are patient non-compliance (touching/picking at the wound), not prepping the skin with antiseptic solution, patient contraindications, not irrigating the incision site with antibiotic solution, and not using antibiotics. The clinical representative confirmed the patient was not prescribed antibiotics following the implant procedure which would have helped to prevent infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to surgical issue as the clinician did not prescribe antibiotics post-operatively (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in the other adverse events issue issues. The other adverse events issue rates remain acceptably low; thus, CAPA is not required. The other adverse events issue rates will continue to be tracked and trended.

Event description:
Dr. (B)(6) reported the patient has an infection at the pocket site and they are going to see a wound care doctor. A staph infection was confirmed and is currently being treated with antibiotics. The patient is responding well to the antibiotics. No revision or explant scheduled at this time.